Event description:
A customer reported that the touchscreen of their pump was unresponsive, with the screen frozen and not responding to input. There was no adverse impact to the customer's blood glucose level. After attempting a pump reset, which did not resolve the issue, the pump was replaced, and the customer was advised to use multiple daily injections (mdi) as backup therapy. Tandem technical support confirmed the customer's address and instructed them on returning the problem pump using a pre-paid label.